Event description:
On 5 dates, problems were encountered with the boot which covers the back end of the needle (4/24;4/25;4/30;4/30; 5/2/97). The boot did not return when the tube was removed, resulting in blood splattering.